Event description:
It was reported that during a supply change the ilet user attempted to remove the needle guard and pull back the applicator when the entire needle came out of the applicator, after which the user replaced the infusion set, verified drops, and resumed insulin delivery. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.